Event description:
Per the clinic, the patient experienced no sound with the device. Troubleshooting, hardware exchange and reprogramming attempts were made; however, the issue did not resolve. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.